Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging she was unable to test because her onetouch verio iq meter was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on an unknown date at an unknown time. The patient reported using oral medications including metformin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 5-10 minutes after the issue occurred she developed symptoms of "shaky, tingling and numbness in mouth." The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca was able to determine there was no misuse of the product and this was not the first time the meter had been used. The cca confirmed the battery did not need to be recharged. When the cca educated the patient on the auto shut off function, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claimed due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013) ¿ device evaluation the products involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.